Manufacturer narrative:
(B)(4). Failure investigation performed by (B)(4) on 6/6/2017: one newport ht70 ventilator was received in fi. The reported symptom was verified. The device was power cycled. During shut-down, the buzzer was initially audible, but after a few seconds, the buzzer became inaudible. The customer rear panel assembly was placed in a known-good ht70 test bed. The device was power cycled. During shut-down, the same symptom was observed. The alarm circuit is located on the main control board (p/n: pcb3205a, s/n: (B)(4)). According to the ht70 control board schematics ((B)(4)), super capacitor c159 provides back-up power to the buzzer. Super capacitor c159 was replaced with a known-good super capacitor. The rear panel assembly was placed back into the customer. After the replacing the super capacitor, the alarm was audible during shut-down, but the alarm immediately shut off. The top membrane (p/n: mem3212m) was observed to be damaged. The top membrane was replaced with a known good membrane. After the replacement, the shut-down alarm functioned as intended. The root causes of the reported symptom were that super capacitor c159 on the main control board was defective and the top membrane was damaged causing the alarm silence signal to be high. Since this was a MDR investigation, the main control board was retained for further analysis if deemed necessary. The top membrane will also be retained.

Event description:
It was reported that during service of the ht70 ventilator the service technician found that the ventilator shut-down alarm was not functioning as intended. There was no patient involvement at the time of the reported condition.